Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 2020-04-14 / serial# (B)(4), UDI#: (B)(4), device manufacture date: 2018-10-23, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure the patient experienced cardiac tamponade and pericardial effusion due to perforation. Upon deployment of the leadless ipg the patient's blood pressure dropped. A pericardial effusion was observed. The pericardial effusion was drained. The patient was intubated and drug support was provided. Cardiopulmonary resuscitation (CPR) was performed. However, due to patient care level it was decided not to proceed with cardiac surgery to repair patient condition. The patient died. No further patient complications have been reported as a result of this event.